Manufacturer narrative:
Device evaluation: returned device was received with the battery door broken. No evidence of reported problem in event log was found. During the evaluation of the device it was not possible to duplicate the customer's reported problem regarding the bent clutch assembly. During visual inspection it was revealed that the battery door broken around mounting screw hole. The customer reported condition was not confirmed. No fault found . Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 wireless pump had a bent clutch assemble and a broken door. No adverse patient effects were reported.